Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.